Event description:
The patient was implanted with a vented electric left ventricle device (lvad). It was reported by the hospital's transplant coordinator that the diapharagm of the stroke volume limiter (svl) stopped moving. The svl was in use less than one week. The patient was switched to a backup svl and there was no injury to the patient. The vad coordinator is returning the svl to the manufacturer for analysis.